Event description:
It was reported that a patient underwent a thyroidectomy on (B)(6) 2012 and a drain was inserted. During the surgery, the drain was connected to the wall aspirator and functioned properly. When the incision site was closed the drain was connected to a reservoir. The drain at that point was not functioning properly. It was noted that the reservoir was not expanding . The patient complained of pain and was taken back to surgery. It was noted that there was a 3 to 4 centimeter hematoma. The drain was removed and a new drain was inserted. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.